Event description:
Same case as 6000089-2007-01547, 6000089-2007-01548, 6000093-2007-02148 and 6000089-2007-01546. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician implanted 5 taxus express2 drug eluting stents to the 70-90% stenosed lesion located in the heavily calcified, moderately tortuous left anterior descending (lad) artery and experienced significant challenges removing the balloon after each implantation. The lesion was pre-dilated with a 2.5x15mm balloon, unk type. A 2.5x12mm taxus stent was then placed in the distal lad. Due to difficulty crossing the calcification and tortuosity, multiple balloon inflations were performed with a 2.75mm maverick balloon. A 2.75x12mm taxus stent was then placed in the mid lad and then a 2.5x16mm stent proximal to that. Due to the calcification there was a gap with a small dissection in the middle of it. A 2.75x8mm taxus stent was then placed to slightly overlap the 2 previously placed stents. A 3.0x20mm taxus stent was then placed in the proximal lad just proximal to the other stents. Timi iii flow was achieved and the pt status procedure is satisfactory.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.